Event description:
Additional information received stated that no adverse affects to the patient.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that anterior chisel snapped today during surgery into 2 pieces.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information received, "anterior chisel snap today during surgery into 2 pieces. The chisel was being used through the anterior cut slot on the femoral cut guide on the sigma partial system as per op tech, when it snapped. This caused approx. 10 min delay whilst a 2nd tray with the same chisel was fetched and opened. The cut block removed from the femur, remnant of chisel removed and then cut block reattached to the femur. No further complications or detrimental affects to the procedure." The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4) - barlborough anterior chisel. The photo investigation revealed that sigma hp uni anterior chisel had broken chisel blade. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the sigma hp uni anterior chisel would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.